Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was in backup vvi mode due to power on reset (por). The device was restored without issue. The patient was stable throughout.